Event description:
It was reported that the patient with an atoms sling underwent a revision to implant an artificial urinary sphincter (aus) device for unknown reasons. There were no patient complications reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).